Event description:
A maintenance employee reportedly brought a ferromagnetic oxygen tank into the MRI room. The oxygen tank was pulled inside the magnet's bore. While trying to hold the tank, the MRI technologist present at the time allegedly cut her left hand. This cut required stitches. A service engineer visited the site and reported that adequate mr safety signage was placed both in and outside the MRI room.